Manufacturer narrative:
User error. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 756 mg/dl and high life threatening ketones. Prior to the hospitalization, the customer delivered a bolus in attempt to treat bg level. Customer was treated with intravenous saline and insulin, potassium and zofran while in the ICU. The customer was released from the ICU (B)(6) 2023 with no permanent damage. The cause for the reported issue was unknown. Reportedly, the customer was using off label insulin. Tandem technical support educated customer on insulin labeling. A system check was performed by cts and determined that the pump functioned as intended.